Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was completely offline. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) removed and unplugged all the cables and started testing one component at a time. The fse found that the auxiliary pyxibus cable had bare wires exposed, causing a shortage. The fse replaced the cable and tested all drawers with test software. The system functioned as intended after the field service engineer repaired the device.